Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B) (4).

Event description:
During coil delivery, it was reported the coil prematurely detached inside the catheter. Most of the coil went into the artery and subsequently caused ischemia. The physician used another device to finish the procedure and final angiography shows that the ischemia had released. No patient injury reported.